Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this issue can happen due to significant variance in measured pressures used for calculating insulin amount and that the gauge will correct itself once the insulin level matches the static number. Caller understood and acknowledged this explanation.